Manufacturer narrative:
Additional information, b5: upon follow up it was reported, antibiotic treatment was discontinued and the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin injection (1gm, every 4 days, ongoing, route and duration were not reported) and amikacin injection (125mg, once a day, ongoing, route and duration were not reported). At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.